Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center requested low flow system controllers for the patient. Low flow alarms occurred with a "red heart alarm". The patient had right ventricular (rv) failure. The backup controller was changed to low flow 2.0 and then a controller exchange was performed by the team. The patient tolerated it well.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. Review of the submitted log files did not reveal any notable events or alarms, and the device appeared to operate as intended at the set speed. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Right heart failure existed prior to the lvad implant. A device related issue did not cause or contribute to the right heart failure. The symptoms of right heart failure was low flow alarms. The right heart failure was treated with medical management and speed adjustments. This resolved the right heart failure. The cause of the low flows was confirmed to be right ventricular failure. The low flow software upgrade resolved the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.